Event description:
It was reported that the device was used during an unknown procedure, the device misfired. It is unknown how the case was completed. Unknown if there was patient consequence. The device will be returned.

Manufacturer narrative:
Evaluation summary: one atw45 device was returned in good visual condition and loaded with a 1/10 partially fired cartridge that was noted to have the lockout spring damaged. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, two firing trigger teeth were broken and one tooth was damaged. Due to damage observed on the internal components of this device, it appears that an attempt was made to fire the device with a spent cartridge, or with a partially fired cartridge that had an activated lock out spring. The device is designed so that if an attempt is made to overpower the spent cartridge lockout, the firing trigger will be damaged rendering the device unusable. As the instructions for use state,"note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. If resistance is felt, stop and replace the cartridge. Firing through the lockout mechanism will break the device. Caution: the firing stroke must be completed. Do not partially fire the device." A batch record review was performed and no anomalies were found during the manufacturing process.